Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. One unpackaged ar-8973r-30-130 fibulock nail, 3.0 x 130 mm right serial/batch number (B)(6) was received for investigation. Visual evaluation found that the returned device batch number is not the same as the complaint event description. According to the event description: "additional information received on 11/15/2022: per sales representative, the fibulock nail part number is ar-8973r-30-130 from lot number 13474719. Nothing broke inside the patient." The most likely cause(s) for the reported failure can be attributed to user error, following the device correct surgical technique. No problem found.

Event description:
On 11/11/2022, it was reported by a sales representative via email that the talons on a fibulock nail were already deployed upon opening it. The talons were loosened to the left with a driver, and they went down. After implanting the nail, the talons would not deploy at all and immediately the actuator started clicking. Surgeon turned it left and right but there was no click noise heard. Case was completed with another nail. This was discovered during a fibulock procedure on (B)(6) 2022. Additional information received on 11/15/2022: per sales representative, the fibulock nail part number is ar-8973r-30-130 from lot number 13474719. Nothing broke inside the patient.